Event description:
It was reported that the user experienced recurrent early-morning low glucose events and contacted support, after which the case was triaged to the clinical management team for assistance and education. Symptoms included hypoglycemic manifestations acknowledged by the user. Outcomes included self-treatment with oral glucose in the form of juice, with no hospitalization. Investigation included troubleshooting and user education with assignment for additional training. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.